Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge received complaint of reporting timing out and sending user back to study list which causes all reporting data being entered to be lost. This occurs if the user has the reporting open for more than an hour, the system will close the reporting and will not save the information entered. The system is designed to timeout and close the reporting after an hour of inactivity. After one hour, the service will clean up all resources of the inactive session. This results in the report not saving any of the information entered. This workflow is most common with pediatric cases and ep studies. In pediatric cases, the physicians require more than an hour for reporting due to the level of detail and research required for such reports. Ep studies typically last more than 3 hours and reporting is open for the duration of the studies. (B)(4).